Event description:
It was reported the pt had an angiogram performed on (B)(6) 2010 using left groin access and an angio-seal was used for closure. The pt returned to the hospital two days later with leg pain. An angiogram was performed and results revealed complete occlusion of the left common femoral artery. Attempts were made using balloon angioplasty at the occlusion site, which restored minimal blood flow. The pt is being kept in the hospital for monitoring and is reported to be recovering. Add'l info was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.